Manufacturer narrative:
(B)(4). Batch # p92034. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, ¿relax pressure on blade¿ alert screen displayed by generator after using 5 minutes. Took device out from patient and found the titanium tip was broken. The broken piece was retrieved by forceps. Changed to another one to complete surgery and bleeding was controllable. There were no adverse consequences for the patient intra-op or post-op.